Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil and bupivacaine via an implantable pump. The indication for use was spinal pain. The patient reported last night they had a weird occurrence. The patient had an alert that the pump was currently stalled at 11/11:30pm. The patient contacted their nurse. Per the patient, around 11:45pm when they checked the pump again the alert was already gone. The patient was able to bolus after midnight when they had more boluses again and it had been fine ever since. Possible environmental factors were reviewed, and the patient stated they did have their ipad resting on them, but they have done that often in the past without issue. The agent reviewed considerations and recommended to note activities/environment if issue reoccurs. The patient was redirected to the healthcare provider.